Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to excise the excess skin around the abutment site. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
This report is filed, february 4, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experiences skin overgrowth at the abutment site. The patient is scheduled to undergo revision surgery for placement of a longer abutment; however, surgery has not occurred to date.